Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to loose and or protruded drive support disk. The device was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, and stained end cap sticker.

Event description:
It was reported that the insulin pump alarmed compromised forced sensor system. Customer stated that the drive support cap is also protruding. Customer's blood glucose reading was 337 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.